Event description:
The customer reported that he received a no delivery alarm. The customer was at work at the time. The customer could not perform any troubleshooting as he did not have another infusion set, was driving, and was five hours away from home. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.